Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: during investigation, the pump returned with moisture behind the display lens. The battery cap was not returned. No damage was found to the battery compartment. The test battery cap fully attached to the pump. The pump was unresponsive and no vibrations or auditory alarms occurred with a blank display screen. The attempt to download the pump history and black box was unsuccessful. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump powered off after the pump was exposed to water. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.